Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that a noise was seen on atr events which was consistent with mv chop. The ra pace threshold trend also shows some intermittent threshold changes. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).